Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the cutter was found to have failed the mesh test acceptance cut criteria; however, the repair was not completed because the cutter was returned with notification that the device failed to meet specification and was returned without repair. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that it destroyed the skin graft when it was put through the roller. The event timing was during surgery. There was no consequences or impact to the patient. The investigation discovered this cutter did not pass the test criteria. There is no additional information available.